Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd alaris¿ pump module smartsite¿ infusion burette set y-site. The following information was provided by the initial reporter: "alaris infusion burette set supplied fom central stores is faulty. The fluid is leaking form the y-site."

Event description:
It was reported that fluid leaked from the bd alaris¿ pump module smartsite¿ infusion burette set y-site. The following information was provided by the initial reporter: "alaris infusion burette set supplied fom central stores is faulty. The fluid is leaking form the y-site.".

Manufacturer narrative:
H.6. Investigation: a 2441-0007 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045708. Further information provided by the customer indicates that the leakage occurred at the smartsite y-site. A review of the production records for lot 21045708 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that fluid leaked from the bd alaris¿ pump module smartsite¿ infusion burette set y-site. The following information was provided by the initial reporter: "alaris infusion burette set supplied fom central stores is faulty. The fluid is leaking form the y-site."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.